Event description:
As reported, when removing the device, the sealant came out together. Therefore, the product wasn't available and manual compression was performed for 20 minutes and recovered. There was no reported injury to the patient. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The mynx control vessel closure unit was prepared and used in accordance with the instructions for use (IFU). The mynx vcd used in cag. There were no visible signs of device/package damage prior to use. The mynx vcd prepped according to the IFU. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. A 5f non-cordis sheath was used. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.